Event description:
Two hours after the patient had a 3.0x33mm cypher stent implanted in the mid right coronary artery, an abdominal electrocardiogram (ECG) was confirmed and cag was conducted immediately. Angiograms showed a thrombus was observed in the implanted cypher. To treat the thrombus, aspiration was conducted. Then a 3.0x28mm vision stent (guidant) was implanted in the distal portion of cypher. The two have metal stents (bms) were overlapping each other within the cypher stent. The procedure was completed. After the treatment of thrombosis, the patient's vital signs were stable.